Manufacturer narrative:
Field change h10. Complaint not reportable per reporting exemption. The reason for the revision was not provided during the investigation of this complaint. No report - e2004009

Event description:
It was reported that patient underwent a surgical procedure to explant his inflatable penile prosthesis (ipp) due to unknown reasons. All components were explanted and replaced. No information about the patient outcome is available at the moment.

Event description:
It was reported that patient underwent a surgical procedure to explant his inflatable penile prosthesis (ipp) due to unknown reasons. All components were explanted and replaced. No information about the patient outcome is available at the moment.